Event description:
The surgeon indicated that an implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2024. Lens rotation and probable refractive surprise was reported. Patient has noticed a gradual decrease in ucva. The reporter states that the vault is shallow and likely contributed to the rotation. Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4).